Manufacturer narrative:
Findings: unit received with intermittent esc button due to flattened dome switch (no crease). Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 109 mg/dl. The customer stated that button is not clicking. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.